Event description:
A report was received that several contacts on the patient¿s leads showed high impedances. The patient underwent a lead revision wherein the physician replaced the leads and splitters. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that several contacts on the patient¿s leads showed high impedances. The patient underwent a lead revision wherein the physician replaced the leads and splitters. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316 sn (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 sn (B)(4): the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.